Event description:
A problem with zeroing the camino catheter. The physician noticed that the piece of plastic where the screwdriver is placed has changed color from black to brown. This neurosurgeon expressed concern that the manufacturing of the device has changed contributing towards the recent difficulty in zeroing the catheter. No lot number or product return is available. No pt injury was reported.